Event description:
A screw was implanted along with an ulna rod and backed out at an unknown time after the surgery. The type of screw and was not identified. The screw and rod was explanted on (B)(6) 2012.

Manufacturer narrative:
Related MDR:3025141-2012-00067